Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d4, d6a, e1, g2.

Event description:
Later healthcare professional reported left side rupture fond on ultrasound.